Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the belt sensor has a continuous alarm even when the buckle is attached. During the inspection, found that several of the wires that connect from the rj-11 cable to the buckle black cable are broken. (B) (4).

Event description:
Customer claims that the belt sensor triggers the alarm intermittently when the buckle is detached. There was no patient injury reported.